Event description:
It was reported that there were full thickness burns under the electrocardiogram electrodes during an arthroscopy procedure. Where the burns occurred, electrocardiogram monitoring electrodes were used as perepheral nerve stimulation electrodes. No burns were reportedly found under the ECG electrodes used for electrocardiogram monitoring.